Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display on a 980 ventilator was "flickering intermittently" and "faulty". The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported issue. To address the issue, the ventilator was replaced for another per customer request.

Manufacturer narrative:
Added relevant report sources per provided information; should have been included in initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a 980 ventilator was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned ventilator was performed and found the exhalation flow sensor (evq) seal was missing and no battery was returned. For functionality testing an evq seal and battery were installed into the returned ventilator; no errors were recorded in the diagnostic logs. The customer reported issue was verified. The user interface (ui) printed circuit board (pcb) was removed for further investigation and found to have contamination on multiple locations of the pcb. An investigation was performed and the product analysis technician reported that the root cause was isolated to contamination on the pcb. If information is provided in the future, a supplemental report will be issued.